Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
The sales rep advised that the patient has discontinued use of the unit per her doctor due to ear ringing and vertigo issues. The patient was called but could not leave a message as the mailbox was full. No new product was shipped to the patient.